Event description:
It was observed during the device inspection, that the gastrointestinal videoscope probe cover had foreign objects, adhesive on bending section cover had foreign objects, bending section cover had foreign objects and up/down and right/left knob had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive cause could not be determined and the foreign material could not be identified. No probable causes could be identified based on no damage observed on the device and the following customer follow up response: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. There was defect during inspection prior to use. It was appropriately precleaned without any delay within an hour of the procedure. All the reprocessing accessories were normal. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.